Manufacturer narrative:
H11: complaints database review revealed no further similar events for impacted product batch. No concerning trend was highlighted for reported failure mode. Verification of the device history record (DHR) confirmed that the involved unit was released as conforming to specifications, having successfully passed all required in-process visual and functional inspections. The available unit was requested back to livanova facility for investigation. Upon completion of the cleaning phase, the oxygenator underwent functional testing with bovine blood in accordance with the design specifications and uni iso 7199:2017: laboratory testing did not reproduce any pressure drop anomaly across the oxygenator. The device behaved as expected, with no performance deviations identified in terms of pressure excursion within the blood path: the measured pressure drop (p) in the blood path was 258 mmhg at a flow rate of 6lpm, within the acceptable range defined in the product specifications. The fibers were confirmed to be patent and free of occlusion. Therefore, no manufacturing or quality-related issue potentially associated with the reported condition was identified. Based on investigation findings, the reported event was reasonably attributed to the progressive accumulation of biological material (platelet aggregates and fibrin mass) within the oxygenator fibers during clinical use. Pressure drop excursions across membrane oxygenators during cardiopulmonary bypass (cpb) is a known phenomenon reported in literature with multifactorial origins, with all membrane oxygenators. From a clinical standpoint, hpe may be influenced by emergency surgical conditions, high perfusion flow rates, and suboptimal hemodilution strategies. On the patient side, elevated hematocrit levels, large body surface area, certain blood types, and underlying prothrombotic tendencies can contribute to increased risk. While the phenomenon cannot be entirely eliminated due to its multifactorial nature, a combination of patient-specific risk assessment and standardized clinical protocols can significantly reduce its incidence and improve patient outcomes during cpb.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. The inspire 8f m hollow fiber oxygenator is a non-sterile device assembled into a sterile convenience pack that is not distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. G.5. The complained inspire 8f m hollow fiber oxygenator is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The stand alone oxygenator (catalog number 050703) is registered in the USA (510(k) number: k180448). H.4. The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report of an high pressure excursion event occurred during cross clamp phase, while using an inspire 8f oxygenator. Patient was cooled and blood in the circuit was haemodiluted, with no pressure decrease. Subsequently, extra dose of heparin was provided, and high pressure still persisted. Finally, surgeon decided to remove cross clamp and change out the oxygenator, and the patient was ventilated during the interval between cross-clamp removal and installation of the new circuit. Procedure was then resumed without any further consequences. Mechanical ventilation of patient was considered as additional medical intervention intended to prevent or preclude death or serious injury.